Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 5 pockets were popped out, failed and required maintenance. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by failure in communication likely related to the row board cable and bus connections. A field service engineer confirmed that pockets were not detected on the bus. Performed hardware test application and confirmed row boards were not detected. Reviewed prior work order and proceeded with corrective action, including replacing the row board cable, reseating all bus cable connections, and rebooting the station during repair. Cleaned the electronics drawer, communication sled, power supply area, and removed debris from the back panel as a preventive maintenance. The system functioned as intended after the field service engineer repaired the device.